Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected pump error 37 alarm during testing. The motor was tested outside of the device and passed. No pump error 41 alarm during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors alarm. Customer's blood glucose level was 195 mg/dl. Customer reported that they were able to clear the alarm, not able to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.